Event description:
It was reported that, "I had both my knees replaced in (B) (6) 2009. I still have a lot of pain and my knees make so much noise now. I need to know if these noisy knees are normal. Both knees feel unstable and I need to know if I should be concerned with this. Stryker is the product that was used. (B) (6). Please respond asap."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.